Event description:
It was reported that the lead had dislodged; subsequently, it was repositioned. One day post lead revision, the lead exhibited high threshold measurements, no capture and undersensing. The lead was then removed and not replaced.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. (B)(4).

Event description:
It was reported that one day post implant, the lead demonstrated high thresholds, no capture and undersensing. The lead was removed and a new lead was implanted. It was noted during the lead revision procedure, the lead was fixated well and the screw could be loosened without a problem. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.